Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range shock lead impedance was measured on this right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) recommended evaluation of the system in clinic, with pocket manipulation and isometrics. No adverse patient effects were reported. Remains in service.